Event description:
It was reported that an exit block with high threshold and decreased sensing was noted. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.